Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Additional information was received that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted tones and had reached the elective replacement indicator (eri). It was reported that the voltage was 2.54 with charge times of 27 seconds. Technical services advised the replacement of the device, however, the patient did not want to replace at this time. No adverse patient effects were reported.